Manufacturer narrative:
As noted on the initial medwatch form previously submitted, the customer did not know the specific device that was used in the incident. The codes in section h6 pertain to device #00031606. The reported problem could not be duplicated. An intermittent connection on the unit patient pendant jack was found. No self delivery was observed throughout test procedures. The device passed performance testing within product specification. The device with serial #00033787 tested within product specification. The reported problem could not be duplicated. Results code: 708 conclusion: 74. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approx. 2.11/million sets.

Event description:
Patient experienced respiratory distress while device was in use. The pump was set to infuse meperidine 10mg/ml, continuous rate of 10mg/hr, 10mg pca dose with a 10 minute lockout and no 4 hour limit selected. At approximately 3-4pm, the patient was noted to be sedated with decreased respirations. Pulse oxygen saturation was 53%. She received a total of three doses of narcan 0.4mg and was placed on oxygen at 4 liters/minutes via nasal cannula. By 4:12pm she was awake and responsive, her oxygen saturation was within normal limits and she subsequently recovered without any adverse sequelae. Customer contact states possible overdelivery versus cumulative narcotic effect. The exact pump used in this event was not documented. The customer states it is known to be one of two devices, both are being returned to abbott for testing. No additional information is available.